Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for mobile system 1. Reference medwatch with patient identifier (B)(6) for mobile system 2.

Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 8.9 mmol/l (mobile system 1) and 2.3 mmol/l (mobile system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.